Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sigmoidectomy, the nurse connected reload to a manual handle and tried to close the jaws, however could not. Replaced by a new cartridge, the firing was completed. After the surgery, another nurse connected reload in question to a manual handle and was able to close the jaws with no problem. The event occurred during the procedure but the product was not used for patient. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lock ring was received broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.